Event description:
One patient sample with high free t3 results that do not fit with clinical picture and are also discrepant with repeat results from a different method. Initial result gave 11.11 pg/ml. In 2008, sample repeated by original method gave 10.96 pg/ml, and by a different method gave 3.52 pg/ml. The investigational unit verified the results obtained by the customer, and identified interference to the anti-idiotype antibodies.